Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was passing out. The patient is pacemaker dependent and the right ventricular (rv) lead was losing capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.